Event description:
During an implant of im tibia nail procedure, surgeon was reaming when the drill bit broke. The drill bit broke where the bit fits into the drill. Surgeon disconnected the drill bit from the drill using the key, and then backed the drill bit out using pliers. Procedure was delayed by approximately 2 to 3 minutes. Procedure was completed with no further problem, no harm to patient. The broken drill bit was discarded of.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues.